Manufacturer narrative:
D9: 16-sep-2024 h3: one unit was returned. Functional testing was performed. Repairs were performed on the unit including replacement of the keypad, air detector, upstream occlusion seal, downstream occlusion sensor, and battery. The device passed all testing following repair.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error alarm that persists. There was unknown patient involvement.